Event description:
It was reported that arterial cannula 20g/45mm flow switch was not working. The following information was provided by the initial reporter: it´s not possible to close the red flow switch. When the flow switch cant be closed it is a big concern of blood contamination of the staff and loss of blood for the patient.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9352802, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-18, medical device lot #: 1053388, medical device expiration date: 2026-02-28, device manufacture date: 2021-02-22. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that arterial cannula 20g/45mm flow switch was not working. The following information was provided by the initial reporter: it´s not possible to close the red flow switch. When the flow switch cant be closed it is a big concern of blood contamination of the staff and loss of blood for the patient.